Event description:
After 1 month of implantation, this ICD was explanted due to infection.

Event description:
After 1 month of implantation, this ICD was explanted due to infection.

Manufacturer narrative:
November 16, 2009a response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
A response from the manufacturer is pending. Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B) (4): device was not returned.